Event description:
It was reported that the customer was not able to rewind the insulin pump. It was instructed how to reach the prime sequence from the main menu. It was found that reservoir setup had not been selected yet. Customer mentioned that steps in the book don not mention starting from the home screen and selecting reservoir setup and also that it says to turn the plunger counterclockwise to remove it but it is clockwise. Blood glucose value was 79 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.